Event description:
It was reported that there was a seroma and swelling at the pump site. The patient had a collection of fluid at the pump pocket site. The hcp was contemplating troubleshooting and a catheter revision "if necessary". It was later reported that exploration performed by the healthcare provider (hcp) ruled out a cerebrospinal fluid (csf) leak, and concluded the pocket swelling was a seroma buildup. It was unclear what intervention was performed by the hcp. The hcp reported the patient was getting 'good relief of spasticity'. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).